Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician successfully deployed and detached an initial ruby coil into the target vessel using an unspecified microcatheter. While attempting to advance a new ruby coil through the same microcatheter, the physician did not mention any resistance; however, the coil pusher assembly became kinked upon advancing into the hub of the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using the same microcatheter and a new ruby coil. There was no report of an adverse effect to the patient.